Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR report: 1627487-2016-03245. It was reported the patient is not receiving effective stimulation due to all programs are auto reducing. An sjm representative met with patient and reprogramming was unable to resolve the issue. Lead diagnostics showed multiple high impedance readings. X-rays confirmed a lead fracture. Surgical intervention may be pending to address the issue.